Event description:
It was reported that the pump was on a patient when it kept alarming that there was a pressure failure. No patient harm reported.

Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. A relationship between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause could be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.